Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the device memory indicated a r-wave amplitude measurement issue and the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient about seven weeks after implant that their implantable cardioverter defibrillator (ICD) was toning and that a device had moved and needed to be reattached. Follow-up with the patient's clinic indicated the toning was resolved by reprogramming but the clinic did not have a record of what specific reprogramming was needed. It may, however, have been related to the report the patient's right ventricular (rv) lead dislodged as evidenced by no pacing capture and no sensing, and confirmed by fluoroscopy. The patient's rv lead was repositioned three weeks after the patient's report and remains in use. It was further reported that four months after the rv lead implant the patient reported hiccups resulting from phrenic nerve stimulation and upon interrogation it was determined the rv lead had dislodged again as evidenced by pacing the atrium. Rv pacing thresholds were high and the rv lead function was programmed off and the patient admitted to the hospital for observation until the next course of action is determined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.